Event description:
The hcp reports that three and a half weeks prior to explant the pt presented with redness, swelling and drainage at the incision site in the infraclavicular region. The hcp hypothesized that rubbing of the seatbelt over the incision area caused wound breakdown. The primary site of infection was over the lead tract. No culture was obtained and the device was explanted. The pt received oral antibiotics and the infection resolved.